Manufacturer narrative:
No further information is available at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker was suspected of exhibiting premature battery depletion. The device data was sent in for engineering review. Data analysis revealed the device had an increased power consumption and recommended device replacement. This device remains in service. No adverse patient effects were reported.